Event description:
On (B)(6) 2012, it was reported that the patient has an appointment with an ear, nose, & throat physician (ent) that day and they are waiting for insurance to approve endoscope. The patient is complaining of coughing every time she drinks liquids and not during stimulation. The physician stated that he is not sure if there is a problem with one of the nerves coming off the vagus (superior laryngeal nerve). The physician stated that he checked the vns and there were no problems with it. The patient's settings were not increased; the output current was at 0.25 ma. Clinic notes were received from the patient's visit on (B)(6) 2012. The patient had vns implanted on (B)(6) 2012 and the patient complained of coughing with liquids (water/juice) that stared after the vns was implanted. On (B)(6) 2012, however, the patient was able to eat solid//soft foods. The patient had an appointment with an ent for further evaluation. The patient has had no seizures since (B)(6) 2012. The patient's settings were noted to be output=0.25ma/frequency=20hz/pulse width=250usec/on time=30sec/off time=5min/magnet output=0.5ma/magnet pulse width=500usec/magnet on time=60sec. A system diagnostics test was performed on (B)(6) 2012, which showed the device to be functioning properly with output=ok/lead impedance=ok/impedance value=1373ohms/neos=no. No side effects during vns interrogation were noted. There were no setting changes made as they want to wait until evaluation by the ent. The patient's stepfather stated that he does not feel that her swallowing/chocking issues are related to vns because the symptoms began before the vns was turned on. They think it is related to the surgery. Additional information has been requested from the neurologist but no further information has been received to date.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient's x-rays would be sent to the manufacturer. Only the chest x-ray report from the radiology department was provided, not the x-rays themselves. The report did not state any abnormities. The physician later indicated that the patient coughed when the vns was turned off and does not cough with stimulation. He does not feel that it is due to vns. The patient is undergoing ent evaluation and had x-rays and CT of neck as well. The cause of the cough is not known at this time and the physician stated that he cannot comment if it was due to the surgery since he is not the surgeon.